Manufacturer narrative:
The approximate age of device: 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Technical services reviewed the submitted log files, and pump decelerations were confirmed while the vad is connected to the power module. The patient was given an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed speed drop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 24dec2018 through 04feb2019. Several speed drops below the low speed limit of 8600 rpm were captured on (B)(6) 2019 while the patient was connected to the power module. These events triggered low speed hazard and low speed operation alarms; however, no interruptions in pump support were observed. Based on previous complaint history, these events appeared consistent with a potentially compromised wire in the patient¿s driveline. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient will not receive a pump exchange at this time and was given an ungrounded cable. The patient will continue to be monitored as an out patient. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The hm ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, the hmii lvas IFU outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.